Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for an unspecified infection, and temporarily transitioned to hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1500 mg daily, and vancomycin 2000 mg every other day for 21 days. On (B)(6) 2024, the patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime and vancomycin were discontinued and replaced with intravenous (IV) rocephin (dosage, frequency, duration not provided). The patient encountered pd catheter (not a fresenius product) issues while hospitalized and required a surgical revision. The patient was temporarily transitioned to hd to allow the patient¿s abdomen time to heal. The patient was discharged on (B)(6) 2024 in stable condition and was recovering from the events. The patient was continuing to undergo incenter hd, and was likely to return to pd therapy the following week. The pdrn attributed causality to an improperly tightened sterile stay safe cap which became dislodged and went undiscovered for approximately 24 hours. Per the pdrn, the events were not related to any fresenius product deficiency and/or malfunction.